Manufacturer narrative:
The product has been requested to be returned but has not been received. The reported issue that the patient was extremely strong, his medication did not take effect at the time he was restrained and that he yanked on the device could be contributors to the device breakage. Manufacture report number 2020362-2014-00297 for the first event. (B)(4).

Event description:
The nurse reported that this was a replacement limb holder that they placed on the patient who was in bilateral restraints. The patient was immediately able to rip the blue padding. The nurse reported the patient was extremely strong due to his work history of working on a cattle ranch and that his medication had not taken affect when they restrained the patient. The nurse did not provide any previous medical history of the patient. The nurse reported there was no injury to the patient or any personnel.